Event description:
It was reported that the device would not operate with dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
Company evaluated the device. The root cause was determined to be due to a failure of the battery pack assembly. After replacing the battery pack assembly, proper operation was confirmed and the device was returned to the customer.